Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: argentina. The material breaks and the thread is separated from the needle.

Manufacturer narrative:
Samples received: 12 unopened race-packs. Analysis and results: there are no previous complaints of this code batch. The (B)(4) units were manufactured and distributed in the market, there are no units in stock. Tested the knot pull tensile strength of the closed samples received and the results fulfill the OEM requirements. Tested the needle attachment strength of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.